Manufacturer narrative:
(B)(4). Field service specialist (fss) visited account and gave surgery support for a case. No problems were found and system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Report was received that treatment was completed on (B)(6) 2016 on a female patient. Surgeon stated that the flap was 'different' from the previous flap created and was difficult to lift during the procedure. Flap was lifted and no flap damage was observed. Excimer treatment was completed. Patient presented one day post treatment with diffuse lamellar keratitis noted superonasally, described as trace by the account (less than grade I). No loss of best corrected visual acuity (bcva) and patient was 20/20 one day postop. Patient is being treated with topical steroids.

Manufacturer narrative:
Additional information: application support manager (asm) spoke with surgeon directly on (B)(6) 2016 who reported that patient came in for a follow up visit and the diffuse lamellar keratitis was cleared.